Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, red blood cells were attached to the sides of 50 tubes so serum looks hemolytic. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd received two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring, red cell hang up, and hemolysis with the incident lot was observed. Return samples were shipped, however quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. One hundred(100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to red cell ring, red cell hang up, and hemolysis as all samples met specifications. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of red cell ring, red cell hang up, and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes, red blood cells were attached to the sides of 50 tubes so serum looks hemolytic. No patient impact was reported.

Manufacturer narrative:
There were multiple lot numbers. The information for each additional lot is as follows: d4. Medical device lot#: 3013003. D4. Medical device expiration date: 30-sep-2024. H4. Device manufacture date: 13-jan-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.